Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that after the 2.5x33 mm xience sierra stent was implanted in the mid left anterior descending coronary artery, a possible proximal dissection on the stent edge was noted on the angiogram. A second xience sierra stent, size 3.0x12, was implanted to treat the dissection. The condition resolved. No additional information was provided.